Manufacturer narrative:
Patient country: united states. Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set was leaking at site event on (B)(6) 2024. The blood glucose level was 422 mg/dl at the time of event and was managed by bolus. The infusion set was in use for 3 days. No further information available.